Manufacturer narrative:
Device evaluated by manufacturer: the device was returned for analysis. The main coil, the delivery wire, the introducer sheath, and the rotating hemostatic valve (rhv) were returned. The main coil and the delivery wire were not interlocked. The twist lock was opened, and the main coil was kinked, stretched, and detached at the coil arm section; however, the coil arm was returned. It was necessary to make cuts in the introducer sheath in order to free the main coil. No more damages were observed. Functional testing could not be performed since the main coil and the delivery wire were not interlocked. Dimensional inspection of the main coil was performed, and the coil was within specifications.

Event description:
Reportable based on device analysis completed on (B)(6) 2023. It was reported that the coil could not be pushed out of the delivery sheath. The target aneurysm was located in the right internal iliac artery. A 15mm x 40cm interlock-35 was selected for use. During the procedure, after angiography, the coil was attempted to deploy but it could not be pushed out of the delivery sheath. After repeated attempts to drip heparin saline, the coil still could not be pushed out, and was withdrawn. The procedure was completed with another of the same coil. No complications reported and patient was stable. However, analysis revealed that the main coil detached at the coil arm section.